Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and the legal manufacturer's final investigation. New information added to the following field: d8, h6, h10. Corrected fields: h3, the subject device was not return to olympus for inspection. The device was inspected onsite by an olympus field service engineer and confirmed the error code e200, and turet malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reporter to olympus that during installation, the evis exera iii xenon light source displayed error code e200 (out of box failure whenever scope is plugged into unit). There was no patient harm reported to olympus.